Event description:
There was no patient involved in this event. The pad unit powers on by itself without manual intervention.

Manufacturer narrative:
The history log showed the pad-pak was first installed successfully on the (B)(6) 2014 and the device performed to specification up to the (B)(6) 2015. The device failed a self-test due to a low battery on the (B)(6). The device remained in fault mode throughout the remainder of the history log, failing multiple self-tests during manual power cycles. The returned pad-pak was installed, the device powered up and immediately shut down with a device service required prompt. This confirms the reported fault. A test pad-pak was installed and the device passed a self-test. The pad-pak was disassembled for investigation. Investigation indicates the reported fault can be attributed to a failure of the pad-pak battery fuse. The voltage measurements taken on the returned pad-pak were not consistent with the use of the device and an expiry date of march 2018. The pad-pak battery fuse was replaced for the purposes of testing and the voltage measurements increased to a level which would be consistent with the use of the device.